Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event where the cannula broke when it was in use. The infusion set was used for 1-2 days. The site of insertion was buttocks. No further information available.